Event description:
Patient was revised to address pain.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 11 years ago. Examination was not possible, as the products were not returned. Both reported lots were manufactured in 1995. A search of the complaint database found no prior reports for both reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.